Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned sample. Visual analysis of the returned sample determined that the xc200 cartridge was not received, only two empty foils were returned along with 6 loose clips, one of the clips were returned closed and another clip was returned partially closed and damaged. In an attempt to replicate the reported incident, the 4 loose clips in good condition were manually loaded and tested for functionality with a test device. Upon functional testing of the clips, the instrument loaded, retained, and deployed the clips as intended over the suture. The event reported was confirmed and it is related to improper use of the device due to the returned clip damaged. Please reference the instruction for use for more information: grasp the applier by the handle and insert the jaws of the instrument into the individual cartridge slot. Ensure the tips of the applier are perpendicular to the surface of the cartridge. Insert the applier until it stops. Do not force the applier. It should enter and withdraw from the cartridge smoothly. Withdraw the applier from the cartridge. The clip will be securely held in the applier jaws. Place a suture clip approximately 5 mm from the cut end of the suture. Under endoscopic visualization, the suture is placed within the jaws of the loaded clip away from the latch area. Position the clip by sliding it down the suture until it makes contact with the tissue. Note: excessive tension may cause suture and clip to pull through tissue or may cause clip slippage. The applier jaws are closed by squeezing the handle of the applier until the clip is visibly locked. In all cases, the surgeon should verify closure and security. Please reference the instruction for use for more information. As part of ethicon¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional information was requested, and the following was obtained via: package lot number of the clips?: tk2aea - please provide the applier product code and lot number?: the applier product code is ka200 and lot number is unknown. - please confirm if there is an issue with the applier? =>no.if yes, please create a product complaint and provide the respective reference number(s).=>n/a. - please explain how the clips were loading into the applier?: the clips could not be loaded into the applier. - please confirm if the jaws of the applier are at 90 degree to the surface of the clip cartridge when loading: the jaws of the applier were at 90 degree to the surface of the clip cartridge when loading. - was the applier checked for damaged (jaws straight and aligned)? =>there was no damage with the applier.- please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep): dr.(B)(6) is an assistant professor. - please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections.: the device has been received at sukagawa and will be shipped. Please check rmao.

Event description:
It was reported that a patient underwent a esophagectomy procedure on 07/25/2024 and suture was used. During the procedure, it was reported by the sales rep that during a robot assisted esophagectomy, the clip could not be fed properly. Another device was used to complete the case. There were no adverse consequences to the patient. Two devices will be returning. No further information is available. Visual analysis of the returned sample determined that the xc200 cartridge was not received, only two empty foils were returned along with 6 loose clips, one of the clips were returned closed and another clip was returned partially closed and damaged. In an attempt to replicate the reported incident, the 4 loose clips in good condition were manually loaded and tested for functionality with a test device. Upon functional testing of the clips, the instrument loaded, retained, and deployed the clips as intended over the suture. The event reported was confirmed and it is related to improper use of the device due to the returned clip damaged. No adverse patient consequences were reported. Additional information was requested.